Manufacturer narrative:
Ps298721 method: the complaint myairvo2 humidifier was received at our f&p healthcare regional office in south korea, where it was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Results: during testing, it was found that the visual alerts on the complaint airvo2 were operating; however, no audible alarm was heard. Previous investigations into this type of failure have identified that the problem is caused by a faulty speaker, and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject myairvo2 unit was manufactured prior to implementation of these measures. The airvo2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases.", and that "the unit is not intended for life support." The user manual warns the user: - "prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section." The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in south korea reported that the myairvo humidifier unit had no audio alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint airvo unit is currently en route to fisher & paykel healthcare for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that the myairvo humidifier unit had no audio alarm. There was no patient involvement.